Event description:
It was reported that an operator caught their finger tip in the cot.

Manufacturer narrative:
The operating manual specifies proper use when loading the cot. The cot was examined by a co representative and was found to be within specifications.